Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 420 (mg/dl) and moderate ketones. Contact indicated that customer will change infusion site and deliver a correction bolus to treat bg levels. Although multiple attempts were made to complete troubleshooting with tandem technical support, no additional information was provided on the reported issue.